Event description:
It was reported that the patient experienced syncope while on the treadmill. The patient was evaluated at the hospital and upon device interrogation, a ventricular fibrillation episode was noted with appropriate detection and successful 20 joule shock treatment. Frequent ectopy was also noted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 2- patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2009 and (B)(6) 2009. Weekly pace lead impedance trend data shows an abrupt spike increase for max rv pace= 416 to 4032 ohms peak between (B)(6) 2009 and (B)(6) 2009, then returns to baseline max rv pace= 568 on (B)(6) 2009.